Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "feels like a deflated balloon," "implant is poking their skin," and "implant feels off".

Event description:
Patient reported feels like a deflated balloon¿, ¿the implant is poking their skin¿, and ¿right side implant feels off a little bit." The device remains implanted.